Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the rate was not able to be properly adjusted and it was attributed to the control spring being missing from the rate knob. It was additionally noted that all three control knobs were broken, the ring was loose and bent and there was no adhesive on the control ports. The electrical and mechanical parts were inspected and all found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator's pacing rate stayed as it had been even when the set rate was increased. The external pulse generator is expected to be returned for service. There was no patient involvement. It was further reported that the product had been returned to service.